Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced tightness around the device which goes down the arm. Also, patient felt or see the lead under the skin. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that patient is fine and nothing do with the device. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced tightness around the device which goes down the arm. Also, patient felt or see the lead under the skin. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.